Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a 275cc mentor memorygel breast implant. In (B)(6) of 2018 right sided rupture was observed. As a result, an explant is planned for (B)(6) 2018.

Manufacturer narrative:
Additional information was received on 8/5/2018. In addition to rupture, bilateral capsular contracture (baker's grade unknown) was also noted. The explant date originally planned for (B)(6) 2018 was actually performed on (B)(6) 2018. When the device was explanted, bilateral prosthesis replacement with 400cc mentor memorygel breast implants was also performed. The report number for the capsular contracture noted on the contralateral prosthesis is 1645337-2018-05148. The mentor failure analysis lab received the device for evaluation on 8/5/2018. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Concomitant product: 275cc mentor memorygel breast implant, catalog #3542757. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 9/3/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent breast augmentation revision with 275cc mentor memorygel breast implants. Post procedure right sided rupture, and bilateral capsular contracture was observed. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. White material was observed on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. The product evaluation team concluded that the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Manufacturer¿s reference number: (B)(4).